Event description:
It was reported that during a coronary artery angioplasty procedure, difficulty deflating the balloon was encountered. After the physician stented the diagonal with a tecnic 3.5 mm x 19 stent 14 atms, a maverick 4.0 mm x 9 mm balloon was used for post dilation in the proximal part of the stent. The balloon was inflated to 10 atms for 20 seconds and deflation of the balloon was reported to be very slow. Due to the slow deflation, the removal of the device was reported to be difficult. The device was removed successfully and no pt injury or complications were reported. The status of the pt is reported to be "good."